Manufacturer narrative:
A review of complaints for architect ca19-9xr (lot 01023m800) assay determined that there are no trends for the product related to patient results. A review of the manufacturing documentation did not identify any issues associated with the customers observation. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 01023m800 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca19-9xr (lot 01023m800) assay. Lot number changed from unknown to 01023m800.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated architect ca 19-9 results on one patient. Results provided: (B)(6) 2019 = 83 u/ml / (B)(6) 2019 = 89 u/ml / (B)(6) 2019 = 17.62 u/ml. No impact to patient management was reported. Not known if patient has pancreatic cancer.